Event description:
It was reported that during a port placement procedure, air was allegedly aspirated when a syringe was connected to the introducer needle. It was further reported that needle hub connection of syringe allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle attached to an unknown 10ml syringe were returned for evaluation. Gross visual and functional testing were performed on the returned device. The investigation is confirmed for the reported needle damage and air leak issue as cracks were observed to the introducer needle hub. Furthermore, upon infusion leaking was observed from the fractures in the hub. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, air was allegedly aspirated when a syringe was connected to the introducer needle. There was no reported patient injury.